Manufacturer narrative:
Concomitant products: etlw1613c124e sn (B)(4), expiration date: 2014-06-19. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment an abdominal aortic aneurysm. It was reported that on the same day as the procedure the patient experienced elevated cardiac enzymes in which they were treated with medication. The event resolved the following day. The investigator indicated that it is uncertain if the event was related to the procedure or to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.